Event description:
Spacelab monitor malfunction. Machines in the ER, acute care dept have not worked. The monitor had shown extreme st segment elevations when the EKG did not show the elevations. The spacelab technical support has not been responding in a timely manner. The spacelab rep has been unable to provide answers to the problems the facility has identified. The blood pressure readings are not accurate. The readings are either too high or too low. A suspected "bad" cuff was changed but the readings continued to be too high or too low.